Manufacturer narrative:
The device was returned for analysis. Visual inspection, virus scan and functional check have all passed on the returned acquisition pc.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the screen went black. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the procedure outcome and other relevant details. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the screen went black. The procedure was not completed due to this event. No patient complications were reported.